Event description:
It was reported that an ilet user experienced recurring leaking cartridges after changing supplies, and the user confirmed attaching the cartridge to the connector before inserting the assembly into the pump. Education was provided on the correct insertion sequence for the cartridge and connector. Symptoms included hyperglycemia, hot flashes/ flushes, and dizziness. Outcomes included no hospitalization or long-term impairment. Investigation included troubleshooting and user education. Investigation of this case revealed that the infusion set connector was attached incorrectly, with the connector attached prior to cartridge insertion, which can compromise the seal and lead to leakage. It was concluded, based on previously established findings for similar reports, that the cause was user technique.